Manufacturer narrative:
The lot number (11240582) provided by the customer is not valid. Awaiting sample return.

Event description:
The customer reported an event that involved an extension set with microclave clear, stating that right arm PICC leaking blood at t-piece connector site. There was a patient involvement, but no adverse event, no medical intervention and no report of delay in critical therapy.